Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2022 due to high blood glucose. The customer¿s blood glucose was 600 mg/dl at the time of death. It was unknown about auto mode on or not. Customer declined troubleshooting. Customer was not using sensor. The insulin pump will not be returned for analysis.